Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the piston was coming out of the insulin pump casing, and insulin has being delivered uniquely as well it alarmed motor error. It was stated that the customer was experiencing hypoglycemia. No further information was provided.